Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a false reactive architect cmv-igm patient result was generated on the architect i1000sr analyzer. The sample generated an initial reactive cmv igm result of 1.26 index. The sample was repeated five times, each time generating a non-reactive result of approximately 0.2 index. There was no impact to patient management reported.